Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. In addition a labeling review was conducted. The operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initial reporter''s name was provided and has been added. As the initial reporter has been identified as a physician this field has been updated to yes, health professional. Occupation has been updated to health professional. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine had 2012 error. The surgery center re-started the system and the error disappeared. No patient injury reported.

Manufacturer narrative:
UDI: (B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). To resolve the error reported, the network adapter power switch, advantech board, ethernet cable, hard drive, and instrument manager was replaced. During the inspection of unit, the fss found a pack capture issue, hence; the fluidics module was replaced to remedy the pack capture issue. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted.